Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, it was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue, and diagnostics revealed no impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.